Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) received a shock, after which safety mode was displayed. It is unknown at this time whether this shock was appropriate or inappropriate, as the episode was unavailable to observe due to safety mode. It was noted this patient was not feeling well. This patient underwent a device changeout procedure in which this ICD was explanted and replaced with a new device. Right ventricular (rv) lead testing was performed during that time which noted normal within range pace impedance measurements. The new device remains in service. No additional adverse patient effects were reported. Additional information was received that it was suspected that the battery of this ICD was depleting prematurely. This ICD has been returned and will be analyzed.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) received a shock, after which safety mode was displayed. It is unknown at this time whether this shock was appropriate or inappropriate, as the episode was unavailable to observe due to safety mode. It was noted this patient was not feeling well. This patient underwent a device changeout procedure in which this ICD was explanted and replaced with a new device. Right ventricular (rv) lead testing was performed during that time which noted normal within range pace impedance measurements. The new device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) received a shock, after which safety mode was displayed. It is unknown at this time whether this shock was appropriate or inappropriate, as the episode was unavailable to observe due to safety mode. It was noted this patient was not feeling well. This patient underwent a device changeout procedure in which this ICD was explanted and replaced with a new device. Right ventricular (rv) lead testing was performed during that time which noted normal within range pace impedance measurements. The new device remains in service. No additional adverse patient effects were reported. Additional information was received that it was suspected that the battery of this ICD was depleting prematurely. This ICD has been returned and will be analyzed.